Event description:
It was reported to philips that the device had ECG ECG artifact and dropping leads when acquiring 12-lead ECG. There was no negative pt impact.

Manufacturer narrative:
Pr#: (B)(4).